Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system

Event description:
Reportedly, the customer had been using apidra insulin in the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing fluctuating blood glucose (bg) levels (40 and 400 mg/dl) with ketones. Insulin injections and a bolus were used to address the high bg and a glucose tablet was consumed to address the low bg. The customer's healthcare provider adjusted the pump's basal rate to address the bg levels.